Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed and no anomalies were noted. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a thoracic fracture procedure, rounding of the screwdriver blade occurred, and the head (sockets) on the primary guide assembly were rounding. It was stated the screwdriver "no longer screws, it seems damaged and impossible to screw with it", and the primary guide assembly is "damaged impossible to tighten". It was also reported there were adverse patient consequences, but the adverse consequence to the patient was not specified. Additionally, it was reported this issue prolonged the procedure, but it was not specified how long the procedure was prolonged. Lastly, it was not specified how the procedure was completed. The only information provided indicated the there was a "change of supplier" that occurred. Multiple attempts to obtain further information regarding the event, patient status, and product return were made to no avail. No further information is available. This report is related to report number 3025141-2023-00398 for the driver involved in this event.